Event description:
It was reported that on (B)(6) 2025, the patient underwent an open reduction internal fixation (orif) surgery for distal femoral fracture on distal femur. In the surgery, a distal femur nine-hole plate was used in the distal part. Since then, a tha and four-hole locking attachment plate had been inserted in the proximal part. Because the bone was thin, the surgeon decided to bend the locking attachment plate to avoid the screws reaching the edge of the cortical bone, but the plate was bent so much that the drill sleeve could no longer be attached. The surgeon used a new one, but in the end the screws did not go in the right direction, so the locking attachment plate was removed not used. The surgery was completed successfully within a thirty (30) minute surgical delay. The patient status/outcome was reported as stable.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: a manufacturing record evaluation was performed for the finished device (part 04.120.601s lot 10586p6) and no non-conformances / manufacturing irregularities were identified.